Event description:
The customer reported the zoom of the colonovideoscope malfunctioned. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was and there were no abnormalities with the reprocessing accessories. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the findings in b5, evaluation found the following: there was an operation unit angle play; the tip of the nozzle had poor drainage; the adhesive around the light guide lens and objective lens had peeled off; sliding of the length range failed; the angle wires became stretched; the adhesive on the bending section cover or distal sheath had a chip and a crack and was cloudy. The plastic distal end cover had a dent and a scratch. The distal end had a burn, the connecting tube had a scratch, and the protector of the universal cord on the suction connector side had a scratch. The protector of the universal cord on the control section side had a scratch. The paint on the suction cylinder had peeled off. Switch 3 had a scratch, and the universal cord had a scratch and a wrinkle. The grip had a scratch, the operation unit had discoloration, the control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.